Manufacturer narrative:
Additional information unique identifier (UDI) # added. Evaluation summary: a review of the device history record could not be conducted because a lot number was not provided. A sample without the original package or lot number was received. After performing a visual inspection, it was observed that the connector is detached. The reported condition has been confirmed. The analysis performed by the team concluded that the main root cause is a workmanship issue. This condition is generated when an operator fails to complete an assembly or follow the predetermined process steps to assure a complete assembly. Changes were made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and have a better control with the process assembly by implementing a new solvent dispenser for a better handling of the solvent. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports that the y connection on the feeding tube has broken during handling.